Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31dec2020.

Event description:
The customer reported the touchscreen failed. There was no patient involvement. The field service engineer evaluated the ventilator and found the touchscreen calibration failed. The fse replaced the touchscreen. Testing was performed and passed, so the issue was resolved.